Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks and went to the ER (emergency room). An audible alert had been triggered and the right ventricular (rv) lead¿s pacing impedance was high and undefined. A fracture of the lead was confirmed. The rv lead was programmed off and the patient was admitted to the hospital. The following day the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.